Event description:
64 year old femal patient treated with impella 5.5 due to heart failure cardiogenic shock and acute decompansation. Patient has a history of valve surgeries prior to this and was treated as bridge to heart transplantation. Left ventricular ejection fraction was assesed as 23 % prior to pump insertion. Hcp noted the sterile sleeve of the impella pump in the proximal section looked as if it were cut off - this did not have an effect on the function of the device. Patient developed a hematoma at the insertion site - hcp concerned about infection, but plan is to compress to keep under control. Hematoma developed on support day 12 and the day before heart transplant became available. Patient was successfully bridged to transplant. This case was conservatively coded to serious injury due to hematoma and infection. The occurrence of infection during impella support is most plausibly related to the patient¿s critical illness and the presence of multiple invasive devices rather than the impella itself. Critically ill patients frequently require central lines, arterial access, mechanical ventilation, urinary catheters, and prolonged ICU care, all of which increase the risk of nosocomial infection. Impaired immune function due to shock and systemic inflammation further predisposes to infectious complications. Therefore, infection in this context is most likely multifactorial and primarily driven by the patient¿s underlying condition and the invasive intensive care unit (ICU) environment rather than an intrinsic device-related issue. The rn reported that the proximal section of the anticontamination sleeve "looked as if it were cut off". This damage had no impact to impella function or treatment and therefore had no patient consequence.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.